Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on multiple alinity I processing module for multiple patients. The results provided were: sid (B)(6): 87yrs old male: on alinity (B)(6) initial=17.01 ng/l . Redrawn and repeated=23.4 and 20.0 ng/l /on alinity (B)(6)=35.9 and 28.5 ng/l /recalibration and repeated=21.5 ng/l. Sid (B)(6): 48yrs old female: initial=15.6 ng/l /repeated=< 1.3 ng/l customer reference range for alinity troponin= male=34.2 ng/l; female=15.6 ng/l the precision testing was performed for troubleshooting purposes only and not used for patient management. There was no reported impact to patient management.